Event description:
It was reported that during implant testing high out of range pace impedance measurements were seen. This right ventricular (rv) lead was not used and expected to be returned. No adverse patient effects were reported. Additional information noted that there was no return status provided at the moment.

Event description:
It was reported that during implant testing high out of range pace impedance measurements were seen. This right ventricular (rv) lead was not used and expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis noted an issue with the stylet insertion near the terminal pin indicating a necked down inner coil. This type of damage was consisted with inner coil over torque and helix extension/retraction difficulty. This finding did not contribute to the high impedance measurements and resistance testing confirmed the lead was electrically continuous.